Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user received alerts indicating dosing stopped and g7 pairing failed, after which a new dexcom g7 was placed and paired, showing a warmup countdown; the user disclosed a recent subcutaneous injection of fast-acting insulin for a fingerstick value of 400 mg/dl, and the agent instructed a temporary pause of automated insulin dosing with education on device status and use. Symptoms included thirst and sleepiness with a concurrent fingerstick blood glucose of 306 mg/dl. Outcomes included temporary suspension of automated insulin delivery and continuation of troubleshooting and user education without hospitalization. Investigation included review of device operation, alert history, and pairing workflow with user guidance. Investigation of this case revealed a sensor pairing failure with the g7 and a dosing suspension consistent with system behavior when continuous glucose data are unavailable, with user misunderstanding of the dosing status. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error and external sensor communication failure.